Manufacturer narrative:
The distributor performed a checkout of the equipment. The power controller was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system reset error. There was no report of patient involvement.